Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said every time she walks into (B)(6) store she gets shocked going through the security gates. Patient provided no further information and didn¿t plan to follow up with a doctor regarding the issue. No further complications were reported or are anticipated.